Event description:
A nurse reported that during vitrectomy surgery, the vit probe got stuck when inserting it through the cannula. It was exchanged for another and the surgery was completed. There was no patient harm reported.

Manufacturer narrative:
A sample has been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).